Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at 6.5 volts at 1.0 ms. The rv lead was capped and surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.